Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge jumped from 5% to 95%. The customer's blood glucose was 150 mg/dl. The contact declined troubleshooting with tandem technical support for the reported issue.